Event description:
Customer complains blood leak after starting treatment. Treatment parameters bfr 250ml/min, dfr 650ml/min. The patient did not suffer any blood loss. No medical intervention.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.